Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. The ipg exhibited slightly higher than normal battery depletion and sleep current. Vh impedance was low in a kilo ohm range. These are the characteristics of analog integrated circuit-u1 damage due to high-voltage transients. The source of the damage was unknown.

Event description:
A report was received that during device evaluation, the ipg exhibited slightly higher than normal battery depletion and sleep current. The source of the damage was unknown.